Manufacturer narrative:
Troubleshooting was performed with the customer, including inspecting components/accessories for damage, cleaning and reassembling component/accessories and verifying breast shield fit. After troubleshooting, the customer indicated that the suction had slightly improved but was still low. As a result, a replacement breast pump was sent to the customer and the original pump was requested for evaluation. On 05/13/2017, a medela clinician followed up with the customer, at which time she confirmed that her physician diagnosed her with mastitis on (B)(6) 2017 and she was prescribed keflex. The customer felt uncomfortable answering personal medical questions, therefore she refused to answer when the clinician asked if her mastitis is resolved. She did state, however, that she finished her medication and the replacement pump is working. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event.

Event description:
On (B)(6) 2017, the customer alleged to customer service that her pump in style breast pump has had low suction for approximately one week and presently has no suction, though it is making a noise. She also alleged that she was diagnosed with mastitis for which she saw a doctor who prescribed antibiotics, which she is currently taking.